Event description:
Customer reported that a spo2 sensor and an ECG electrode in use with mindray's passport 2 monitor burned the skin of a neonatal patient. There was no malfunction related to the passport 2 monitor.

Manufacturer narrative:
This information has been forwarded to the manufacturers of the associated accessories.